Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.

Event description:
During the pfa procedure, air was aspirated during a device exchange following the transseptal puncture. No air entered the patient¿s body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.